Event description:
Pt death 12:30pm on 5/9/05. Interrogation of device found charge circuit inactive. Pt had vf episode on 5/7 lasting 3.5 minutes w/no therapy delivered; spontaneous termination. Another vf episode on 5/9/05 at 10:45am lasting 29 min, again no therapy delivered. Pt had been non-compliant with follow-ups in past; dr. Determined last follow-up 2/03.